Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had diabetes complications; high blood glucose events and diabetic ketoacidosis. The caller stated that the customer passed away on (B)(6) 2016, in a hospital. The customer was hospitalized on (B)(6) 2016. The cause of death was lung cancer. The caller stated that the lung cancer had moved to the customer's brain. The customer's blood glucose at the time of death was 155 mg/dl. The customer was not wearing the insulin pump at the time of death; it was disconnected on (B)(6) 2015, within a few hours of admittance to the hospital. The customer did not use sensors. The caller agreed to return the insulin pump for analysis.

Manufacturer narrative:
The insulin pump was returned without a battery installed. The insulin pump passed the functional testing including the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test. The insulin pump had minor scratched display window, cracked battery tube threads, cracked reservoir tube and a missing end cap sticker. The insulin pump passed the displacement accuracy test. Data analysis: there is no data available due to the insulin pump did not have a battery installed when received.